Manufacturer narrative:
Event was reported to have occurred on an unreported date on (B)(6) 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug (dose, route and frequency were not reported) for peritonitis. In the month following onset, pd therapy was withdrawn during the treatment and the patient was switched to hemodialysis. At the time of this report, the patient has recovered from the event. No additional information was available.